Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a coil migrated and is embedded in her bladder.'), embedded device ('embedded in bladder') and medical device removal ('surgery ') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant) and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation, embedded device and medical device removal outcome was unknown. The reporter considered device dislocation, embedded device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-iud migrated, embedded in abdomen, surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a coil migrated and is embedded in her bladder.'), embedded device ('embedded in bladder') and medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and embedded device (seriousness criterion medically significant) and underwent medical device removal (seriousness criterion medically significant). Essure was removed. At the time of the report, the device dislocation, embedded device and medical device removal outcome was unknown. The reporter considered device dislocation, embedded device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-iud migrated, embedded in abdomen, surgery. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.